Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The complaint was confirmed and reproducible. The distribution board was replaced and the error disappeared. The distribution board that was removed was returned to lauda for investigation. The circuit board was not functional. The connection x23 displayed traces of water damage. The short circuits affected by water damage have destroyed the circuit board. The root cause could not be determined.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that multiple numerical errors were displayed with an alarm on the temperature display for the warm/cold cardioplegia and patient circuits of the heater-cooler system 3t during priming. There was no patient involvement.